Manufacturer narrative:
Visual analysis was performed on the returned device. The reported rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other incident and/or complaint reported from this lot; however, this complaint was not related to this event. Based on the limited information provided, the investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.h10 corrected to reflect device analysis performed on returned device.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints related to this event. Based on the limited information provided, the investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event has been estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified artery. A 7x60mm armada 35 balloon dilatation catheter ruptured at 12 atmospheres when inflated. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.